Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer had a broken display and case. It was indicated that the display was also non-functional. It was also indicated that the upper and lower case were broken, that there were updated errors in the history log, and that the electrocardiogram (ECG) connector was loose. The programmer was to be scrapped.

Event description:
It was reported that the programmer had a broken handle and display. The programmer was returned for service. No patient complications have been reported as a result of this event.